Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned for evaluation (the device was discarded at the site). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records review was performed, and no nonconformity report was found as part of this manufacturing records review. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. An attempt was made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's operative eye due to the patient being unhappy with the results. Through follow-up, it was learned that the lens was explanted from the patient's right eye due to blurred vision and poor quality of vision. Visual acuity pre-operative: 20/30 -2 and visual acuity post-operative: 20/40. The lens was discarded. Another johnson & johnson lens, model dib00 20.5 diopter was implanted as a replacement. There was no vitrectomy, incision enlargement, or sutures required. There was no patient injury. The patient post-operatively healed well and vision is better. No other information as provided.